Manufacturer narrative:
Tcmid:10 (ce reset) error messages that were previously reported in the initial investigation results did not occur on/around the customer's reported event date. The tcmid:10 errors were observed during device evaluation after exchanging multiple parts while troubleshooting the customer's reported complaint of tcmid:04 and mid:23 error messages.

Manufacturer narrative:
Zoll field service personal performed preliminary investigation for thermogard xp ivtm system (s/n (B)(4)) at customer site. The reported complaint of "thermogard xp ivtm system (s/n (B)(4)) failed the power-on-self-test (post) and displayed tcmid:04 (ce response timeout)" was confirmed based on the review of the event logs and during functional testing. The reported complaint of "the thermogard xp ivtm system displayed mid:23 (patient probe offset) error message" was confirmed based on the review of the event logs but was not confirmed during functional testing. Visual inspection of the thermogard xp ivtm system was performed, and no issues were observed. During the review of the event logs, multiple tcmid:04 and mid:23 error messages were observed; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed multiple tcmid:10 (ce reset) error messages to have occurred around the customer's reported event date. The mid:23 and tcmid:10 error messages were not reproduced during the functional testing of the preliminary investigation. The thermogard xp ivtm system failed initial functional testing due to the console displaying the tcmid:04 error message during power-on-self-test (post); thus, confirming the reported complaint. Technical investigation revealed a poor cable connection between the system's pic16 board and the lower controller board (I/o board) due to a burnt pin on one of the connectors (p22) on the wire harness cable. This possibly resulted from a poorly crimped connector or an over-time accumulation of dirt and moisture inside the pins of the p22 connector. The defective wire harness cable assembly was replaced as a possible root cause for the observed tcmid:04 error message. However, the issue was not resolved, and the console continued displaying the tcmid:04 error. During further troubleshooting of the issue, the pic16 board, I/o board, danfoss cooling engine control module, and display head were all replaced; however, the issue persisted. Therefore, the root cause of the tcmid:04 error could not be determined during the investigation performed at the customer's site. The thermogard system will be further investigated at zoll (B)(4) service depot to find the root cause of the reported complaint. The reported mid:23 error message was not replicated during functional testing, and the root cause of the reported complaint could not be determined during the preliminary investigation. Zoll (B)(4) has not yet received the thermogard xp ivtm system (s/n (B)(4)) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm system (s/n (B)(4)) failed the power-on-self-test (post) and displayed tcmid:04 (ce response timeout) and mid:23 (patient probe offset) error messages. The user rebooted the system multiple times, but the issue persisted. Another thermogard console was immediately used to initiate the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.